Manufacturer narrative:
Zimvie complaint: (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
A broken screw was reported.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned, and the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review could not be performed as the lot number associated with the reported products was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review by item # was performed for 12 months from notification date, for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.